Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 12,708 units of this code-batch. There are no units in our stock. We have received one open and unused sample that contains 25.5 cm of thread with a knot and a broken thread end. Also, there is another piece of thread of 49.5 cm of length with a broken thread end. We have tested the knot pull tensile strength of this open sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 5.13 (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum) this value is the usual one for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked regarding the knot on the thread issue, this defect may have occurred when the suture was pulled out from the packaging. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated and accidental incidence just for this unit. Final conclusion: taking into account that the open sample received does not fulfil b. Braun surgical specifications regarding knot on the thread defect, we conclude that the complaint is confirmed by evidence of the failure in the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with dafilon suture. The client (veterinarian) reported that when they opened a thread, they found it had broken in two and had a knot in it. There was no patient involvement.